Manufacturer narrative:
The argon plasma coagulator (apc)/electrosurgical unit (esu) system was returned and thoroughly evaluated. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident. However it appears that the patient's medical condition was a significant factor in the involved event in that treatment was required in the right colon, a very thin walled area. Nevertheless during or upon the intervention work, the remaining wall did not stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 300 with an electrosurgical unit (esu/generator) [model icc 200 e/a, part number (p/n) 10128-023, serial number (B)(4)] was involved in a patient incident. During a colonoscopy and using argon plasma coagulation, a perforation occurred in the right colon. No information was provided on the patient or their condition. Note: the equipment is similar to units distributed in the u.s. The apc/esu system was distributed to a hospital in (B)(6).

Event description:
Additionally, it was reported that the patient was treated for angiodysplasia. A follow-up surgery was performed to address the perforation in the right colon. During hospitalization, the patient died of pneumonia (lung infection).